Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker detected inappropriate atrial tachy response (atr) episodes due to noise oversensing. It was noted that the patient's previous pacemaker system was implanted on the left side but due to breast cancer the device was explanted (the leads remain implanted but out of service) and a new system was implanted on the right side. There were some atr episodes this time last year caused by suspected lead-to-lead interaction. In-clinic lead provocation was unremarkable. The patient is now having problems with the right-sided generator pocket which was described as the device moving a lot when the patient turns on their side. A revision procedure is planned in order to implant the device deeper, under muscle. The physician would like to ensure there is no evidence of a lead integrity issue prior to performing the procedure. Technical services (ts) was consulted and provided in-clinic troubleshooting recommendations. At this time, this pacemaker system remains in service, and there were no adverse patient effects reported.